Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that there was suspected atrial oversensing during recorded atrial tachycardia (at)/ atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.